Event description:
It was reported on (B)(6) 2013, the patient had spinal surgery to remove an it granuloma. The granuloma was diagnosed 2 weeks prior to (B)(6) 2013. Prior to the surgery, the patient had increased pain. Per the reporter, a spine surgeon took the granuloma out and the managing hcp repositioned the catheter. On (B)(6) 2013, a refill to the pump was done and the drugs concentrations were decreased and pump was at minimum rate mode. A bridge bolus was done with the concentration change and was to infuse for 225 hours and 38 minutes, bolus dose 28.2mg. The bridge had been infusing for 48 hours. The patient was seen in the clinic the day of the report because, they believed the patient was overmedicated, having psychosis, paranoia and was altered. The hcp wanted to decrease the remaining ¿old¿ drugs to a bridge bolus dose of 1.5mg/day. It was reviewed the patient was almost at the lowest dose which was 2.88mg/day and they would be unable to deliver the old drugs at the 1.5mg/day rate. It was also reviewed min rate mode and removal of system contents, however, it was unclear it either was performed. The pump was used to deliver clonidine, bupivacaine, ketamine, droperidol, dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received and it was reported that the catheter migrated into the epidural space. Precipitated pump solution developed causing mass effects on cervical spinal cord. Revision and decompression corrected the problem.